Event description:
It was reported that the bd alaris pump module smartsite infusion set separated. The following information was provided by the initial reporter: spiked a bag of normal saline. When priming the tube, it started leaking initially at the back check valve. Shortly after it started leaking, the back check valve popped apart.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
One unused sample and one photo was received for quality evaluation. Visual examination was conducted, and no damages or abnormalities were identified. The sample was primed with water and a simulated infusion was conducted at a rate of 125 ml/hr for 1 hour and there were no leaks, air-in-line, or occlusions. The customer complaint of separation - leak was not confirmed with the submitted sample. The photo provided shows an infusion separation at the lower pumping segment to tubing. Separation was confirmed in the photo. A root cause could not be determined because the physical sample provided did not replicate the failure reported. Similar previous failures indicated that the most probable cause for the separation is that there is a lack of bonding solvent at the joint between the lower pumping segment and tubing. Corrective actions to address the issue of a lack of bonding solvent have been conducted by updating the assembly equipment to ensure that the bonding solvent is applied to the tubing sufficiently. A device history record review for model 2426-0007 lot number 25013183 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.